Event description:
Pt was expecting withdrawal symptoms-"pump not functioning. The hcp was unable to clear the catheter with a bolus. An MRI was done that demonstrated no granuloma. The catheter was explanted and replaced.